Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No prime fill anomaly noted. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.